Event description:
It was reported that there was temperature management issue on the arctic sun device. Per follow up information received via email on 29-dec-2022, there was no patient involvement. The date of event occurred was 19-sep-2022. There was a mixing pump issue. Per follow up information received via email on 02-jan-2023, the customer had not reported as particular cooling mode as the device was not used by them on patient.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was temperature management issue on the arctic sun device. Per follow up information, received via email on 29-dec-2022, there was no patient involvement. The date of event occurred was (B)(6) 2022. There was a mixing pump issue. Per follow up information, received via email on 02-jan-2023, the customer had not reported as particular cooling mode as the device was not used by them on patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.